Event description:
The consumer reported that it works and then it doesn't. It works and then it doesn't and his legs were burning like fire. The patient noted that the device had not been checked in years. The patient wanted to have a manufacturer representative meet him at his doctor's office and stated he couldn't walk, so he didn't want to make more than one trip. The indication for use was peripheral causalgia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.